Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova identified that in case of a hole of the evaporator, the refrigerant fluid will leak and water will enter the cooling circuit. This situation will cause a damage of the cooling compressor. The compressor failure leads to an increase of the leakage current of the device and as a consequence the circuit breaker was tripped. Corrective actions are in progress for the reported issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t triggered the fuse inside the operation room during a procedure, as soon as the as the compressor started to cool. There was no report of patient injury.